Manufacturer narrative:
G4:01mar2021. B4:02mar2021. H11:g5:k102985. H10: the device was evaluated by the philips field service engineer (fse) who confirmed the reported issue. The fse reported that ventilator was experiencing air leakage in the pipeline. The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The fse replaced the device pipes. The device was then returned to full functionality. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported a ventilator error. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.